Event description:
Product information was received for the suspected device. The suspect device has not been received to date.

Event description:
The explanted generator was received. Analysis is underway but has not been completed.

Event description:
Analysis was completed and the reported allegation of ¿high impedance¿ was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
During a generator replacement surgery, the new generator was connected to existing lead, and it showed high impedance. Per or notes, high impedance was not present preoperatively. A second generator was implanted and impedances returned to normal. The first generator is to be returned to manufacturer but has not been received to date. The patient tolerated the procedure well with no complications.